Event description:
It was reported that on the first day of ilet pump use, the patient received a low glucose alert with a sensor value of 47 mg/dl after dinner, without symptoms, and was advised to perform a fingerstick to rule out a sensor issue; the patient had already taken oral carbohydrates (gummies) and food (cheese) and the glucose during the call was 143 mg/dl. Symptoms included an asymptomatic low glucose alert. Outcomes included resolution of the low reading after oral glucose with no need for medical intervention or hospitalization. Investigation included product troubleshooting and user education regarding early therapy variability and confirmation that a fingerstick should be used to verify unexpected sensor lows. Investigation of this case revealed no confirmed device malfunction and suggested expected glycemic variability during initial therapy and the potential for a discordant sensor reading relative to clinical status. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.